Event description:
It was reported that the patient is experiencing pain, swelling and difficulty ambulating approximately sixteen months following right knee arthroplasty. Initial operative notes note no intraoperative complications.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - orthopedic salvage system mak segmental femoral component catalog #: cp113836 lot #: 898670, orthopedic salvage system mak bumper catalog #: cp113824 lot #: 66152484, orthopedic salvage system reinforced yoke catalog #: 150493 lot #: 66013906, orthopedic salvage system polyethylene tibial bushing catalog #: 150476 lot #: 65725192, orthopedic salvage system mak side lock stem screw catalog #: cp113455 lot #: 107070, orthopedic salvage system mak lock pin catalog #: 110008542 lot #: 66270288, persona central tibial cone size medium catalog #: 42545000512 lot #: 65115426, orthopedic salvage system axle catalog #: 150480 lot #: 65859999, persona central tibial cone catalog #: 42545000508 lot #: 65871054, orthopedic salvage system arcos im femoral rod 28cm catalog #: 151869 lot #: 65725357, orthopedic salvage system elliptical diaphyseal segment 3cm catalog #: 150461 lot #: 66058528, orthopedic salvage system polyethylene femoral bushings catalog #: 150477 lot #: 66205647, orthopedic salvage system segmental stacking adapter catalog #: 150483 lot #: 66244007. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the devices remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. Radiographic evaluation noted a crack in the cement mantle and medical records confirmed the patient was experiencing tenderness in the medial and lateral joint line and retinaculum with swelling. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.